Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was report indicates that there was a latch/lock issue. The complaint was not confirmed because the failure could not be replicated. Additionally, when the pump was turned on, a stuck key alarm was activated; this error came from the mainboard. Due to this error, mu mode could not be entered. The motor was replaced because its revolutions could not be checked, the lens and the mainboard were replaced with a new one. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that there was a latch/lock issue. The event occurred during testing.